Manufacturer narrative:
On 09/02/2016- aso has evaluated retained samples of the same lot number for adhesion properties. In addition, aso has reviewed records of biocompatibility tests for materials used to manufacture the same type of product. Refer to this report for further details. Aso will follow-up on this report if consumer returns additional product.

Event description:
Consumer reported that the device pulled her skin off when she tried to remove the bandage, the customer noted that they would seek medical attention.